Event description:
It was reported by the affiliate that during a lobectomy procedure, the jaw became not to open on the way and jamming occurred at the second firing. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.